Event description:
Piv to left hand found to have air in tubing. IV tubing found to have a small hole just below the pump and air seemed to be getting into the tubing at that point. Md notified. Patient monitored for complications. None noted.